Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the colonovideoscope had a positive culture test. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer reported they had no concerns and there were no deviations or deficiencies in reprocessing. There was no defect of automated endoscope reprocessor (aer). The aer used was the etd4 olympus with olympus endodet+ detergent and olympus endodis disinfectant. All channels connected with tubes when the endoscope was set up into the aer. The concentration and expiration date of the disinfectant were controlled. It is unknown whether the quality of the rinse water was controlled. The water filter was not replaced periodically in accordance with the instructions for use. The device was dried with clean compressed air and a dry press of aer and stored in a simple cabinet. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the instrument, biopsy, and suction channel and air/water channel were sampled on september 19, 2022. The instrument, biopsy, suction channel and the air/water channel samples tested positive for 1 colony forming unit of bacillus cereus. The results comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the ceiling plate was deformed, the air/water and suction cylinders had no color, the color ring was cracked, the scope connector was deformed, the insulation resistance value at the distal end does not meet specification due to damage on the bending section cover, the image has white dots due to damage on the charged coupled device unit, the objective lens has a scratch, the light guide lens was cracked, the adhesive on the bending section cover was discolored, the bending angle in the up, down and right directions did not meet specification due to wear of the angle wire, the bending angle in the up direction did not meet specification due to damage on the bending tube, and the channel tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.